Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "after insertion the balloon did not inflate. They changed the catheter with positive esite". Additional information states that to continue therapy, another catheter was inserted. It is unknown the insertion site of the second catheter due to no customer response to additional questions. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the serial number of the returned sample is (B)(6). Additional information obtained from a tele-flex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the super arrow-flex (saf) sheath was noted on the iabc. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0069in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon did not inflate" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "after insertion the balloon did not inflate. They changed the catheter with positive esite". Additional information states that to continue therapy, another catheter was inserted. It is unknown the insertion site of the second catheter due to no customer response to additional questions. The patient's current condition is reported as "fine".